Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One advance 35 lp low profile balloon catheter was returned for investigation. No damage was noted to the catheter shaft. Inspection of the balloon noted a 2.7cm longitudinal rupture was present. Crows feet did not appear to be present, however bio-material was present. Length of catheter and balloon were both within specifications. Proximal and distal bonds showed no non-conformities. A document-based investigation was performed. Review of the device history record shows nonconforming events; however, all nonconformance's have been reworked or scrapped before the lot was processed as normal. There were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this issue. We will notify the appropriate personnel and continue to monitor for similar complaints.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, or unavailable. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
An advance 35 lp low profile balloon catheter was used for endovascular treatment (evt) of a non-calcified lesion in the left superficial femoral artery (sfa). Access to the sfa was gained by ipsilateral approach from the left groin. It was reported, after a 0.035 inch wire guide passed through the lesion, the balloon was advanced over it and dilation of the lesion was started. However, when the physician applied 6 atm of pressure, the balloon ruptured. Another catheter was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.